Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-02047 and 1627487-2012-02048. The pt (B)(6) received an occipital (off-label) pns system which included two leads and an ipg. It was reported the pt woke up on (B)(6) 2012 with a stiff neck and felt like the leads were pulling when he tried to straighten his head. The pt reported feeling good stimulation coverage. The physician noted the tension in the pt's neck area. The physician stated the ipg may have moved deeper in the chest pocket causing the lead to pull. He allegedly massaged the pt's leads to release tension and plans to address the issue with surgical intervention. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.